Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pneumonia and had the entire system explanted to help treat the infection. During explant procedure, the right ventricular lead exhibited externalized conductors. The system was explanted. The patient was doing well post operation.